Event description:
It was reported to philips that system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system and confirmed that system software application can't start up. After some functional test fse checked the suit-pc cable and voltage input and checked suit pc, hdd, ram and tested with pc diagnostic tool. Fse re-installed the software to suit pc version and restored configuration and restarted system. After reinstalling software to the suit pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.